Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing and filter are having issues with air bubbles could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 20066548 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 9th related complaint reported with the defect/condition of air bubbles / air in line with lot #20066548 regarding item #10942011.

Event description:
It was reported that gem v/nv 20dp dehp free experienced a case of air bubbles/air in line and a case of blood backflow/during infusion. The following information was provided by the initial reporter: material #: 10942011 batch/lot #: 20066548 a lot of air found between pointy end of filter and tubing. Patient's peripherally inserted central catheter (PICC) line tubing has been having issues with air bubbles for the past few days. Troubleshooting by rn transport specialist (rnts) 2 days ago and IV pump was changed. No leaks or break in line. Chamber noted to be full, rn emptied half of chamber and was able to flick all of the air bubbles up towards chamber. Consider use of different tubing if available. Part of larger air m line trend. This air seems lower than others reported and may be more associated with defective filter - this patient has also had repeated blood backup issues that are believed to be associated with a filter problem.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gem v/nv 20dp dehp free experienced a case of air bubbles/air in line and a case of blood backflow/during infusion. The following information was provided by the initial reporter: material #: 10942011. Batch/lot #: 20066548. A lot of air found between pointy end of filter and tubing. Patient's peripherally inserted central catheter (PICC) line tubing has been having issues with air bubbles for the past few days. Troubleshooting by rn transport specialist (rnts) 2 days ago and IV pump was changed. No leaks or break in line. Chamber noted to be full, rn emptied half of chamber and was able to flick all of the air bubbles up towards chamber. Consider use of different tubing if available. Part of larger air m line trend. This air seems lower than others reported and may be more associated with defective filter - this patient has also had repeated blood backup issues that are believed to be associated with a filter problem.